Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Synthes was made aware of the scheduled revision surgery on (B)(6) 2015; however, it was not known until the date of the actual surgery, (B)(6) 2015, that synthes devices were removed from the patient. This report is for two unknown pangea rods. Part and lot numbers were not provided by reporter. Date of implant is unknown. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(4) revision surgery to treat degenerative disc disease. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent scheduled for revision surgery on (B)(6) 2015 at levels l3-l4 using the pangea instrument and titanium polyaxial implant set due to degenerative disc disease. The original construct implanted on unknown date at levels l4-l5 using poster lumber interbody fusion (plif). Revision surgery included the removal of four pangea locking caps at levels l4 -l5 and two rods. The patient was revised with new screws and rods to include the l3 disc level. The revision surgery was completed successfully with no adverse events. This report is for two unknown pangea rods. This report is 2 of 2 for (B)(4).